Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 2 of 2 reference MFR. Report #: 1627487-2019-08460. Followup revealed that the patients leads were explanted.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2 reference MFR. Report#: 1627487-2019-08460. It was reported the patient was not receiving adequate therapy, due to lead migration. As a result, the patient may undergo surgical intervention at a later date.